Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. Pump passed prime test and displacement tests. Motor error alarmed during occlusion test due to moisture damage noted in faulty force sensor. Light corrosion also noted on motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 376 mg/dl. Troubleshooting was performed. The device was returned for analysis.